Event description:
Pt presented to the emergency department with metastatic breast cancer and malignant pleural effusion. A rochester pean forceps was used to spread intercostal muscles to allow passage of the chest tube. In the process of spreading the clamps, a popping noise was heard. The forceps were removed and the resident noticed that one of the clamps was missing from the forceps. A chest x-ray revealed a broken portion of the stainless steel clamp in the left hemithorax. Pt was taken to the operating room. A thoracoscopy and thoracotomy were performed for removal of the stainless steel clamp.